Event description:
--

Event description:
Boston scientific received information that this patient was walking into her kitchen and she stated she flew straight ahead and landed on the floor. She stated she hurt her leg and hit her head. The patient was conscious and was admitted to the hospital for testing. She stated she was in the hospital for the injury to the leg for a long time, because the heart pacemaker quit. The physician reported a period of 9-11 seconds where there were hardly any waves present. The patient stated that the physician adjusted the device to change something and also reprogrammed the rate from 160 to 125 and informed the patient these changes would allow the device to kick in quicker. A device issue could not be ruled out. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated the incident could have been an episode of sudden cardiac arrest and the pacemaker cannot treat that, only a defibrillator could. Perhaps they changed the pacemaker to record more of that information. The patient stated she was informed that she needs a defibrillator. The consultant explained the difference between a defibrillator and a pacemaker and instructed the patient to discuss the issues further with her physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was electively explanted nineteen months after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.